Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr procedure, that had been performed on (B)(6) 2025, the patient experienced an infection that was confirmed by lab tests and the wound was full of pus and leaking. This adverse event was treated by a washout and a revision surgery on (B)(6) 2025, in which one (1) r3 20 deg xlpe acet lnr 36mm x 50mm and one (1) oxinium fem hd 12/14 36 mm -3 were exchanged. Current health status of patient is unknown.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although it was reported that the wound was full of pus, leaking, and that the infection was confirmed via lab tests, no results were provided for review. An undated x-ray was provided for review; however, the provided image does not provide insight into the cause of the reported infection. While the reported infection led to the revision surgery, the source of the infection could not be definitively concluded based on the limited information provided. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the femoral head part number over the previous 12 months, but no similar events for the acetabular liner. Also, no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in potential complications associated with total hip arthroplasty surgery, primary or revision, that infection, both early, post-operative superficial and early, postoperative deep wound infection and late periprosthetic infection are possible. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk levels are still adequate. A historical review concluded that there are no prior actions related to this products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: h2: additional information on: b5 & b7.

Event description:
It was reported that, after thr, that had been performed on (B)(6) 2025, the patient experienced an infection that was confirmed by lab tests and the wound was full of pus and leaking. This adverse event was treated by a washout and a revision surgery on (B)(6) 2025, in which one (1) r3 20 deg xlpe acet lnr 36mm x 50mm and one (1) oxinium fem hd 12/14 36 mm -3 were exchanged. Current health status of patient is recovering well.